Event description:
During the retrospective review of the pt's programming history, it was noted that the pt's device was inadvertently programmed to 8.0ma, which is a known error for the version of software. This issue was corrected during the same appointment, and there were no pt adverse issues reported as a result.